Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.